Event description:
On (B)(6) 2012, nurse (B)(6) reported, during hysterectomy with lnd (4-5 hour procedure) the mcs tip cover was damaged. Fenestrated bipolar instrument was used with the cadiere forceps instrument in the 3rd arm (right side) generator esu setting were at 30/30 according to the additional information provided by nurse (B)(6), the monopolar curved scissors instrument burned a hole through mcs tip cover.

Manufacturer narrative:
Intuitive surgical contacted the initial reporter of this complaint to request more information concerning the reported event; however, as of the date of this report no response has been received. The mcs tip cover has not been returned for evaluation, the root cause of the damage to the tip cover prior to the reported arcing event is unknown. A follow-up MDR will be submitted if additional information is received.